Manufacturer narrative:
No known impact or consequence to patient. (B)(4). UDI # unknown. The product involved in the report has not been returned. The device history record for the lot number, aa5117v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4).

Event description:
It was reported by medwatch report number (B)(4) that on (B)(4) 2016, "after successful intubation, the cuff was inflated and would not inflate after multiple attempts. The patient was hand bagged; therefore, at that point, the decision was made to switch out the tube with a bougie." The patient was re-intubated without complication. No additional information was provided at this time.